Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rect0098 showed one other similar product complaint(s) from this lot number.

Event description:
It was related that they are having problems with the 2 fr PICC catheters (per-q cath plus), lot number rect0098. It was stated they had problems with the bipartite introducer that began to separate during the puncture. Problems are being reported by the neonatal ICU staff. No other information was provided.